Manufacturer narrative:
The investigation for the reported purge leak - pump issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the purge leak issue was a leak from the sidearm, but the exact location of the leak was unknown since the product was not returned and sufficient clinical information was not provided. Impella rp instructions for use for the related event are as follows: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (eg, infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support, there was an active leak from the grey hub of the purge sidearm of an impella rp. No intervention was required, and the decision was made to continue with support using the leaking device.